Event description:
It was reported that unspecified malfunction occurred, and the pump would not come out of storage mode. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.